Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that when the device is powered on there is a "device error, service required" message. There was no patient involvement.